Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was in the range of 300s-400s mg/dl at the time of the incident. Patient's current bg: 339 mg/dl. The customer experienced symptoms such as confusion and blurred vision. Customer is currently not using the pump as he was told by his provider to switch to manual injection. Customer reports that when he wakes up he's usually 110-120 mg/dl and lately it's been 250-340 mg/dl. Customer stated that he tried to correct for high bgs when he was on the pump by giving more insulin through the pump. The pump will not be returned for analysis.